Event description:
This report is submitted for the mitraclip clip delivery system gripper line break which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 10314895/(B)(4)) was prepared per the instructions for use (IFU) and advanced. The clip was positioned for grasping under the mitral valve and an attempt was made to grasp both leaflets. The grippers were up with the gripper lever up to the blue line. The clip arms were opened 120 degrees. An attempt was made to bring the gripper lever down, but the physician felt resistance in the gripper lever arm. The physician tried to retract the gripper lever a little, but the gripper line broke. It was decided to retract the whole cds. The grippers were over the mitral valve with the clip arms under the mitral valve; therefore, the physician inverted the clip arms, retracted the clip safely out of the ventricle, closed the clip completely and retracted the cds from the anatomy. No force was used to raise the grippers or retract the gripper lever during preparation. The gripper lever was not retracted more than 1.5 cm beyond the mark. A new cds was used and the mr grade was reduced to 1, with the implantation of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The reported break in the gripper line could not be confirmed through returned device analysis. The device analysis identified a loose sleeve key, which allowed rotation around the steerable sleeve. The loose sleeve key bond has been investigated and corrective actions have been implemented to address this issue. As no difficulties in positioning the device were reported, the loose sleeve key was determined to be unrelated to the reported broken gripper line. Potential causes for the reported gripper actuation issue can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during procedure) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, gripper actuation issues may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), or unintended curves on the device during the procedure. Based on the information reviewed and the evaluation of the returned device, it is possible that some external force was applied to the system (eg. Patient anatomy) resulting in the compression of the gripper lumens. The reported break in the gripper line was unable to be confirmed. There does not appear to be any evidence of a product quality deficiency associated with the gripper actuation. A review of the device history record revealed no non-conformances that would have contributed to the reported event, and a review of the complaint history for this lot did not indicate a similar issue.